Event description:
It was reported that the x-ray tube on the 9800 system made a "popping" noise. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Regreased the high voltage cables and recalibrated the filaments. The system was tested and found to be working as intended and placed back into service.